Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information: upon review of the event history, quality engineering identified that this event occurred on (B)(4)-2011 and not on the reported date of (B)(4)-2011. Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 810:11 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "810.11 alarm". This condition occurred upon power up. Upon review of the event history, quality engineering identified that the event occurred during delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.